Manufacturer narrative:
The reported events were for lead dislodgement and increased left ventricular capture threshold. As received, a complete lead was returned in two pieces. Visual inspection of the lead did not find any anomalies except for damages related to the procedure. The reported event of increased left ventricular capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-cure high was measured to be within specifications.

Event description:
Related manufacturer report number: 2017865-2019-01009. During follow-up, high capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed the left ventricular (lv) lead was dislocated. The lv lead was explanted and replaced and during the replacement procedure decreased sensing was noted on the right atrial (ra) lead. The ra lead was explanted and replaced during the same procedure and the patient was in stable condition.